Event description:
Patient with history of hodgkin's lymphoma on chemotherapy. Patient's existing 5 (B)(6) dual-lumen PICC had a crack at the hub which began leaking yesterday. Patient no longer in need of dual lumen access so malfunctioning/cracked dual lumen PICC exchange over-the-wire for a single lumen PICC.

Event description:
Patient with history of hodgkin's lymphoma on chemotherapy. Patient's existing 5 french dual-lumen PICC had a crack at the hub which began leaking yesterday. Patient no longer in need of dual lumen access so malfunctioning/cracked dual lumen PICC exchange over-the-wire for a single lumen PICC. 1. The dressing that we are using is the institution standard ---the sorbaview shield 2. The site is cleansed with chg or betadine. 3. The flushing syringe is a 10cc barreled syringe.